Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled, ¿conventional versus highly cross-linked polyethylene in primary total knee replacement a comparison of revision rates using data from the national joint registry for england, wales, and northern ireland¿ by thomas c.j. Partridge, mbbs, mrcs, et al, published by the journal of bone and joint surgery (2020), vol 102-a, no. 2, pp. 119-127, was reviewed. The purpose of the present study was to retrospectively compare the revision rates following primary total knee arthroplasty with use of hxlpe as compared with conventional polyethylene (cpe) using data from the national joint registry (njr) for england, wales and northern ireland for 550,658 tkas implanted between 2003 and 2014. Of the tkas studied, 223,164 were depuy pfc sigma knees (217,271 were cpe tibial inserts and 5,893 were xlk hxlpe tibial inserts). There is no information indicating patellar resurfacing and the cement utilized was unknown. This complaint will capture the information pertaining to the depuy products highlighted in the retrospective study. As this information was retrieved from the national joint registry for england, wales, and northern ireland, it is unknown if the information has been previously reported. Depuy products: pfc sigma total knee arthroplasty including a femoral component, polyethylene tibial component, and tibial tray. Results: unknown number of revisions for aseptic reasons; unknown number of revisions for unspecified reasons; unknown number of revisions to treat septic causes. Captured in this complaint: pfc sigma tka revised due to infection.

Manufacturer narrative:
Product complaint # ==>(B)(4) investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.